Event description:
A guideliner catheter was used in a clinical procedure. The physician had difficulty advancing the balloon and removed the entire apparatus. Upon removal, the guideliner separated into two pieces. Both pieces were retrieved from the patient without impact.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.